Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Initial reporter postal code is (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with a 600cc mentor memorygel breast implant experienced left sided capsular contracture baker grade IV post procedure. As a result, patient underwent removal and replacement with an unspecified mentor saline breast implant on (B)(6) 2020.